Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with dizziness. Upon interrogation, it was revealed that the patient's right ventricular (rv) lead had exhibited loss of capture. Interrogation performed a few days later indicated a sudden increase in capture threshold. Programming changes were made. Additionally, the patient's chronic rv lead was re-positioned on (B)(6) 2020. The patient was stable.